Event description:
Reported via the FDA user facility report (B)(4). It was reported that while placing screws for the external fixator osteosythesis system driver tip broke off when dr. Was using during case. End stripped and left in end of screw per doctor. Original intended procedure application of external fixator left leg to treat right distal tibia fracture.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Unknown selzach driver. Eval summary: likely discarded.